Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were noted on the right ventricular lead and atrial lead. The sensitivity values were reprogrammed to resolve the event and the patient was stable with no consequences.